Manufacturer narrative:
The ge svc rep performed an onsite investigation. The camera or the image intensifier needed to be replaced. No further info is available.

Event description:
The customer reported that both monitors would not display an image. The power would stay on but the images could not be transferred. No pt injury reported.